Manufacturer narrative:
The device has been received for analysis, however additional testing has not been completed at the time of this report.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician placed a taxus express2 2.5x24mm drug eluting stent to the 100% stenosed lesion located in the noncalcified, nontortuous, proximal right coronary artery (rca), in a patient presenting with an mi. The lesion was pre-dilated with a 2.5x15mm maverick balloon. The physician then attempted to place a taxus express2 3.0x24mm drug eluting stent to the distal rca by passing through the existing stent. The stent got caught on the existing proximal stent and when the physician attempted to pull the stent out, it detached from the balloon. The stent then migrated into the right leg. The physician attempted to snare the stent twice without success. He then used a filter wire to remove the stent without success. The stent was eventually removed after three hours and a large amount of dye. This procedure was not completed at this time due to the complexity and length of the retrieval process. No patient injuries or complications occurred. Patient is scheduled for a follow up procedure and status is satisfactory.